Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a blood glucose over 900 mg/dl. Customer's current blood glucose was 172 mg/dl. Customer treated with manual injections and the pump before going to the hospital. Customer had nausea, low blood pressure, and pneumonia. Customer had a health care professional appointment and he sent her to urgent care. Customer was then sent to the emergency room and then by ambulance to the hospital. Customer stated that she was hospitalized for a bent cannula. Customer was treated with injections, IV insulin, and antibiotics for pneumonia. Customer was released on (B)(6) 2015. Customer was wearing the pump at the time of the hospitalization. Customer stated there was a motor error on the previous pump that had been replaced. Customer declined further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.